Event description:
The reporter indicated that a 13.7mm vicm513.7 implantable collamer lens of -6.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024, the lens was exchanged due to excessive vault. Reportedly, "replaced due to narrow corner angle. The clinic did not perform CT or vault examinatons." Cause of the event is unknown. The problem was resolved.

Manufacturer narrative:
A4-a6:unk. Claim# (B)(4).